Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and found the value was cero ohms. No noise was observed in the presenting electrogram (egm) or stored episodes indicating a lead issue. Values before this reading were in range. Ts recommended further testing. The field representative stated the patient would be evaluated in clinic. Additional information was received that while the device was performing a daily impedance check, the patient was in the middle of a dental procedure requiring cautery at the exact same time. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported, that this cardiac resynchronization therapy defibrillator (crt-d). Exhibited low out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and found the value was cero ohms. No noise was observed in the presenting electrogram (egm) or stored episodes indicating a lead issue. Values before this reading were in range. Ts recommended further testing. The field representative stated, the patient would be evaluated in clinic. No adverse patient effects were reported. At this time, this device system remains in service.